Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. An exterior visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed. Device passed functional testing. An interior inspection was performed and upon disassembly debris was observed. The root cause was determined to be speaker function degraded by foreign object damage. Customer complaint of intermittent audio output is confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.